Event description:
This medial device report is being submitted due to an additional same issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a 22nd event for the unintended movement issue when using a dx-d100 mobile unit. The dealer informed agfa on (B)(4) 2014, that their end use customer had experienced their dx-d100 unit exhibiting unintended movement. The unintended movement described by the dealer explained the unit at the customer site actually exhibited erratic behavior and started driving backwards on its own and ran into a wall. The customer did not want to use this unit in their surgery environment until repair was made to the unit, therefore, the unit was taken out of service and a work-around system is currently being used by the customer until the required parts are made available to repair the unit. The parts are on order and the dx-d100 unit will be scheduled for a mandatory upgrade per mandatory service bulletin (msb) dis078.14e. This dx-d100 unit will be upgraded with a new firmware version to the digital motion control (dmc) board and installation of a dmc isolation kit. This mandatory upgrade is part of a corrective action that is currently underway for a reportable correction to the FDA: FDA reference # z-1487-13. No patient or user was injured during this event. ·